Manufacturer narrative:
The pump passed the rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with a no delivery alarm during the displacement test due to an out of phase motor encoder signal. Unable to verify the low reservoir alarm due to a motor displacement failure. The pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms were noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window, a cracked belt clip slot at battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of receiving no delivery alarms, but not being alerted that reservoir was low or empty. Customer's blood glucose was not reported. Customer was advised that insulin pump would be replaced.